Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] adhesive capsulitis of the left shoulder [adhesive capsulitis of shoulder] adhesive capsulitis of the right shoulder [adhesive capsulitis of shoulder] otorhinolaryngological disorders (vertigo) [vertigo] paraesthesia of the extremities [paraesthesia of limbs] tendinopathy of the achilles tendon [tendinopathy] right and left and of the knees + burning feet syndrome and restless at bedtime [burning sensation of lower limb] right and left and of the knees + burning feet syndrome and restless at bedtime [burning feet syndrome] right and left and of the knees + burning feet syndrome and restless at bedtime [restless legs] memory fatigue (short term memory) [short-term memory impairment] search for words [word finding difficulty] case narrative: the below report was received by health authority anms (reference number:(B)(4) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 870 days after essure insertion, she experienced a first episode of periarthritis ("adhesive capsulitis of the left shoulder"). In (B)(6) 2018 she experienced a second episode of periarthritis ("adhesive capsulitis of the right shoulder"). On 30-apr-2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced vertigo ("otorhinolaryngological disorders (vertigo)"), paraesthesia ("paraesthesia of the extremities"), tendon disorder ("tendinopathy of the achilles tendon"), burning sensation ("right and left and of the knees + burning feet syndrome and restless at bedtime"), burning feet syndrome ("right and left and of the knees + burning feet syndrome and restless at bedtime"), restless legs syndrome ("right and left and of the knees + burning feet syndrome and restless at bedtime"), memory impairment ("memory fatigue (short term memory)") and aphasia ("search for words"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of periarthritis, the second episode of periarthritis, vertigo, paraesthesia, tendon disorder, burning sensation, burning feet syndrome, restless legs syndrome, memory impairment, aphasia or medical device removal. The reporter commented: period of occurrence: first symptoms detected in september 2017, prolonged the following years. (B)(6) 2017: adhesive capsulitis of the left shoulder. Autumn 2018: adhesive capsulitis of the right shoulder and in parallel and following years: otorhinolaryngological disorders (vertigo); paraesthesia of the extremities; tendinopathy of the achilles tendon, right and left and of the knees + burning feet syndrome and restless at bedtime; memory fatigue (short term memory), search for words. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , adhesive capsulitis of the left shoulder [adhesive capsulitis of shoulder] , adhesive capsulitis of the right shoulder [adhesive capsulitis of shoulder] , otorhinolaryngological disorders (vertigo) [vertigo] , paraesthesia of the extremities [paraesthesia of limbs] , tendinopathy of the achilles tendon [tendinopathy] , right and left and of the knees + burning feet syndrome and restless at bedtime [burning sensation of lower limb] . Right and left and of the knees + burning feet syndrome and restless at bedtime [burning feet syndrome] . Right and left and of the knees + burning feet syndrome and restless at bedtime [restless legs] . Memory fatigue (short term memory) [short-term memory impairment] . Search for words [word finding difficulty] . Case narrative: the below report was received by health authority anms (reference number: (B)(4) on 29-oct-2024. The most recent information was received on 11-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 870 days after essure insertion, she experienced a first episode of periarthritis ("adhesive capsulitis of the left shoulder"). In (B)(6) 2018 she experienced a second episode of periarthritis ("adhesive capsulitis of the right shoulder"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced vertigo ("otorhinolaryngological disorders (vertigo)"), paraesthesia ("paraesthesia of the extremities"), tendon disorder ("tendinopathy of the achilles tendon"), burning sensation ("right and left and of the knees + burning feet syndrome and restless at bedtime"), burning feet syndrome ("right and left and of the knees + burning feet syndrome and restless at bedtime"), restless legs syndrome ("right and left and of the knees + burning feet syndrome and restless at bedtime"), memory impairment ("memory fatigue (short term memory)") and aphasia ("search for words"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to the first episode of periarthritis, the second episode of periarthritis, vertigo, paraesthesia, tendon disorder, burning sensation, burning feet syndrome, restless legs syndrome, memory impairment, aphasia or medical device removal. The reporter commented: period of occurrence: first symptoms detected in (B)(6) 2017, prolonged the following years. On (B)(6) 2017: adhesive capsulitis of the left shoulder. Autumn 2018: adhesive capsulitis of the right shoulder and in parallel and following years: otorhinolaryngological disorders (vertigo); paraesthesia of the extremities; tendinopathy of the achilles tendon, right and left and of the knees + burning feet syndrome and restless at bedtime; memory fatigue (short term memory), search for words. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.